Event description:
It was reported that the user experienced recurrent hyperglycemia and hypoglycemia with a peak glucose value of 288 mg/dl and low of 44 mg/dl while using the ilet and expressed concern about lack of control, temporarily discontinuing use and later reconnecting to the pump; no alarms were reported, and the user treated lows with oral glucose. Symptoms included high and low blood glucose readings. Outcomes included user distress related to glycemic fluctuations without reported medical intervention or hospitalization. Investigation included collection of additional information from the customer and internal review. Investigation of this case revealed that the cause of the glycemic excursions remained unclear. It was concluded that a definitive device-related cause could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.